Event description:
The customer reported to philips, "does not turn on/locking during use (intermittent failure)." There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.